Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) installed the peripheral component interface (pci) bus cable into the lab use only central control monitor (ccm). There were no issues observed. There was continuity from pin to pin and the contacts did not appear to be worn. The part operated as intended. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) displayed a 'computer service' message. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) verified the reported complaint. He replaced the peripheral component interconnect (pci) bus interface cable and performed release testing. The unit operated to the manufacturer's specifications. Per data log review: the system was power cycled on 06mar2023 at 10:17:13 am. The power manager reported a 'supply voltage failure' for the left power supply which disabled the battery charger and displayed a 'batteries cannot be charged' message on the perfusion screen. There is no indication in the log that any 'computer needs service' message was displayed.